Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt underwent a procedure for a trial scs system on (B)(6) 2013, it was reported the pt's trial lead was pulled out in the middle of the night. It was reported the pt received effective stimulation during the trial and planned to have a permanent system.